Event description:
It was reported that the pump unexpectedly displayed a reset screen, although it did not require plugging into a power source to turn back on. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed that during a routine pump system check, the pump reset a microprocessor to maintain performance, which is a safety feature. The customer was educated on necessary actions such as restarting cgm sessions and reloading the cartridge. The customer resumed insulin successfully.